Manufacturer narrative:
The fse evaluated the instrument by checking and verifying sample and reagent handling systems; there was no evidence to suggest a system malfunction. The fse did not replace or adjust hardware parts. Quality control (qc) data provided by the customer was reviewed and was not in question prior to the event. Upon questioning by a bec quality assurance investigator, the customer stated that the laboratory had been having preanalytical sample issues related to clotting time.

Event description:
While on site to investigate reports of suppressed and low results on a unicel dxc 600 pro synchron system, a beckman coulter (bec) field service engineer (fse) reported that one patient was admitted to the hospital on (B)(6) 2014 as a result of false low sodium (na) results. The instrument falsely indicated low na results for the patient on the initial run and automatic critical rerun. While hospitalized, a serum sample was redrawn from the patient. The redrawn sample was tested on an instrument in the same laboratory and indicated a higher na result that was within normal reference ranges. A reference lab analyzer retested the original sample, which indicated na results similar to the redrawn sample. The patient was released from the hospital on (B)(6) 2014. The patient was neither administered nor denied treatment due to this event.